Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was tested by a pacing system analyzer (psa) and tested fine. Once connected to this pacemaker, pacing impedances were greater than 3000 ohms. Noise and loss of capture were also observed. When tested again by a psa, impedance was greater than 2000 ohms and captures at maximum output. It was reported that this patient has small atrium and required a very tight curve, which resulted in the lead breaking. The pacemaker was ultimately implanted with no ra lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.